Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient complained of 'static' like sounds from their pump on (B)(6) 2024. There were no noted left ventricular assist device (lvad) alarms and the provider was unable to auscultate any abnormal sounds during the routine clinic visit. The sounds were only heard by one provider and they resolved spontaneously. There were no patient symptoms. Log files contained clusters of pulsatility index events and routine power source changes. No unusual rotor faults or pump temperatures were seen in the log files.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-(B)(6) and the reported pump noises could not be conclusively determined through this investigation. A specific cause for the reported sounds could not conclusively be determined through this evaluation. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number mlp-(B)(6). No product is available for investigation. The relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 6, ¿patient care and management¿, instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The heartmate 3 lvas patient handbook, is currently available. The sections entitled ¿introduction¿ and ¿living with the heartmate iii¿ state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.